Event description:
Subsequent to the initial medwatch report the following additional information was received indicating that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, there was no suture when the plunger was removed. A second proglide device was used with the same result. Hemostasis was achieved using manual arterial compression. There was a reported clinically significant delay of 20 minutes. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, "when you pull the part only 1 braid comes off." The method of achieving hemostasis is not specified. There was no reported adverse patient sequela. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The other proglide device referenced is being filed under a separate MFR number. Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.